Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688tc st jude lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) triggered an alert for high rv defib coil impedance. The alert was cleared. The lead remains in use. No patient complications have been reported as a result of this event.